Event description:
It was clarified that four pmrs were attempted but were unsuccessful before the ins was replaced.

Event description:
It was reported that the patient had not charged her implantable neurostimulator (ins) for months and when she tried again, charging would not initiate. An overdischarge was confirmed to have occurred twice due to patient non-compliance by repeated interrogation attempts. Patient symptoms of less than 50% therapy relief in areas where stimulation had previously been felt were noted. The reporter stated that a physician mode recharge (pmr) was initiated in the physician's office. The patient was subsequently instructed to finish the pmr and continue charging if a power-on-reset (por) occurred. The patient was reportedly going to follow-up on the day of the report. Additional information was received which reported that the pmr was not successful. The patient elected to have her ins replaced on (B)(6) 2013 and was reportedly doing well.

Manufacturer narrative:
Product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient. .

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).